Event description:
No new information.

Manufacturer narrative:
Reported event. An event regarding missing component involving a mako mics was reported. The event of missing component was not confirmed. Method & results. Product evaluation and results: reported condition unable to confirm. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The device was returned to vendor for evaluation but the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The screw that holds the mics handle in place has been lost.